Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 18mmol/l. The customer stated the alarm occur during priming and no pump damage. Customer stated the drive support cap appear to be normal slightly indented. Customer didn't press the cap while connected. Customer was advised not to use the pump at all and revert to back up plan.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to a33 error alarm. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.